Event description:
It was reported the device had a slow cpu. The slow cpu was discovered during routine cleaning and there was no direct pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. A delayed keypad response was experienced during the product evaluation (delay observed was approximately 3 seconds), caused by a failed processor pcb. The keypad was tested and all keys were found to function as designed. The failed processor pcb was replaced.